Manufacturer narrative:
H4: the lot was manufactured from march 10, 2020 - march 11, 2020. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition is manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a ce infusor lv (large volume) burst. This was further described as, ¿several hours before the infusor was set to run out the balloon burst while the patient was out for a jog¿. The device contained 5-fu (fluorouracil) chemotherapy. The patient was connected at the time of the event and the drug was mostly contained within the hard casing. As a result, the patient did not receive all of the intended dose (missed approx. 20-25%). There was no report of patient injury or medical intervention associated with this event..